Event description:
The device was used during an unspecified procedure. Reportedly, the staples were missing causing tissue trauma and bleeding. A blood transfusion was required and the surgeon applied another device to complete the procedure. The hospital has reported the pt's condition is satisfactory.